Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.

Event description:
An (B)(6) male pt contacted zoll lifecor customer service to report that one of his batteries will not hold a charge. When the battery is placed on the charger, there is a flashing orange light. The pt was sent a replacement battery pack.